Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cutter failed testing due to blunt spots); however, the repair was not completed because cutters are not repairable devices. The cutter was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: australia multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01493.

Event description:
It was reported that the unit was sent for preventative maintenance, and it turned into a repair. There was no patient involvement. During device evaluation, it was discovered that the cutter failed testing due to blunt spots. Due diligence is complete; no further information is available.